Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level and was hospitalized. The blood glucose at the time of the incident was 455 mg/dl and the current blood glucose is 268 mg/dl. The customer was hospitalized due to a dka and symptoms included thirst. The customer treated their high blood glucose with a bolus. Troubleshooting was not performed because the customer declined. The device will not be returned for analysis.